Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 58 previously reported events are included in this follow-up record. Product return status: 41 devices were received. 17 devices were not available for evaluation.

Event description:
This report summarizes 58 malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 58 malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h10. 58 previously reported events are included in this follow-up record. Product return status 41 devices were received. 15 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 58 events were reported for this quarter. Product return status: 27 devices were received. 13 devices were not available for evaluation. 18 device investigation types have not yet been determined. Additional information: 58 devices were not labeled for single-use. 58 devices were not reprocessed or reused.

Event description:
This report summarizes 58 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 21 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.